Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens implant procedure, the patient was unable to see with the lens. The patient states that his best corrected visual acuity (bcva) is 20/70. Corneal and retina specialist were unable to find the issue. The originally implant toric lens was explanted and replaced with non-toric lens. The physician doesn¿t have the serial number for either lens. There are two medical device reports associated with this event. This report is associated with the right eye.